Manufacturer narrative:
The insulin pump was received with blank display problem isolated to lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the pump could not turn on after putting in new battery. The customer's blood glucose reading was unknown. No further details were given. The customer will be sent a replacement pump. The customer will return the pump for analysis.